Event description:
It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve became detached while withdrawing the dilator. It was reported that the valve of the vizigo sheath became detached while withdrawing the dilator. The sheath was exchanged, and the issue was resolved, the case was continued without any further incident. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 2-may-2022, the product investigation was completed. It was reported that an unknown patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The hemostatic valve became detached while withdrawing the dilator. Device evaluation details: visual analysis of the returned sample revealed that no damage or anomalies were observed on the carto vizigo sheath. A device history record review was performed for the finished device 50000083 number, and no internal actions related to the complaint were found during the review. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).